Event description:
It was reported that the customer had two different insulin pumps. On the current device the o-ring came out the reservoir well, so, the customer could not use the insulin pump. The customer stated that the damage occurred when they were changing the reservoir. The other insulin pump was alarming an error. The customer's blood glucose was 126 mg/dl. Troubleshooting was performed. The customer stated that they did not receive the second series of beeps and numbers did not appear on the display. The customer was advised that the devices needed to be replaced. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). Please see medwatch report 2032227-2014-19204.